Event description:
It was reported that during the use of a cassette, a no disposable, pump will not run alarm went off. The patient changed the pump to another one, but the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or other defects. The sample was received without the blue clip. Functional testing performed based on the no disposable alarm investigation and root cause conducted through an internal CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. No actions taken, however as part of in process controls added based on CAPA opened on 09/sep/2021 for no disposable alarm issue, root cause the following containment action was implemented: work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Completed on 08/sep/2022. Action was implemented after manufacturing of lot reported. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).